Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. The safety and effectiveness of the device has not been established in patients with unprotected left main coronary artery disease and in ostial lesions. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the information provided suggests lesion characteristics and/or patient factors (history of diabetes) may have contributed to the reported event. There is no indication in the reported information or the DHR that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, diabetes and a penicillin allergy. The indication for the procedure was an st elevated mi. The target lesion was the left main coronary artery (lm). The lesion was described as unprotected, 90% stenosed, de novo and ostial. The reference diameter was 3.2mm with a length of 3mm. The lesion was pre-dilated followed by the implant of a 3.5mm x 8mm cypher stent at 14atms. The sent was post-dilated with a 3.75mm x 8mm balloon at 20 atms. The reported residual stenosis was 0%. Approximately one year later, the patient began experiencing angina, angiography was performed and 60-70% peri-stent restenosis was observed in the lm. The event was treated with coronary artery bypass graft surgery and resolved without further sequel. Per the study coordinator, the event was not unexpected, as the patient had originally refused CABG prior to the index procedure.